Event description:
It was reported that the patient will be revised on (B)(6) 2015 due to inflamed ankle, cystic formation. The wire in the poly could have been the source of inflamation/pain.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Unknown star. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.